Manufacturer narrative:
H.10: through follow-up communication with the technician, livanova deutschland learned that the customer called and informed him that the device was properly working again. No error codes were displayed. Thus, no service activity took place and no further investigation could be conducted.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed error messages on patient side during priming. There was no patient involvement.